Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. On (B)(6) 2025, the patient passed out and was rushed to the hospital. The patient was unable to confirm what the cgm device was displaying at that moment, as they already had lost consciousness. When a fingerstick was taken the blood glucose reading was 600 mg/dl, no cgm reading was reported from that moment. No specific treatment was reported for hyperglycemia, but it was stated that the patient was hospitalized for 2 weeks, because of a needed bypass surgery. Medication from around that time of the event were amlodipine, cholecalciferol, aspirin, clopidogrel, colchicine, and cyanocobalamin (b12). At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. The patient passed out and was rushed to the hospital. The patient was unable to confirm what the cgm device was displaying at that moment, as they already had lost consciousness. When a fingerstick was taken the blood glucose reading was 600 mg/dl, no cgm reading was reported from that moment. No specific treatment was reported for hyperglycemia, but it was stated that the patient was hospitalized for 2 weeks, because of a needed bypass surgery. Medication from around that time of the event were amlodipine, cholecalciferol, aspirin, clopidogrel, colchicine, and cyanocobalamin (b12). At the time of the report the patient was stable. No other details were documented. A review of the performance data indicates that the sensor session started at 6:23 pm on (B)(6) 2025. The session lasted 1 day and 21 hours before failing due to high counts aberration. On the date of the event (07/08/2025) the users cgm's were greater than 400 mg/dl and the user attempted to enter bg calibrations of 544 mg/dl and 521 mg/dl, however since the users cgm's were above 400 mg/dl it could not be determined if these calibrations had any effect on the readings. At 2:53 pm a temporary sensor failure (no readings alert) occurred followed by the sensor failing with high counts aberrations. No additional patient or event information is available.